Event description:
Customer reported issue was related to malf 16 field correction notice. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.